Event description:
A facility reported that of seven (7) women in their department who were pregnant; one delivered a healthy baby, one is still pregnant, and five (5) had miscarriages within the past 3-4 months. Three of the five women who had miscarriages are echo cardiology technicians and the other two are clinicians. Cides opa solution is used at the facility for ghih-level disinfection (hld) of products, mainly to soak the probes. They have investigated the other products used by these individuals such as the gel used for the echo and isopropyl alcohol and are checking the ventilation exchanges in the area but company was informed the data was not yet available.